Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 18388881 description: clik x anchor.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had stimulation and pain. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s stimulator did not work and had pain. It was noted that the pre-existing pain was due to the device not providing stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.